Event description:
It was reported that (1) device was used during a diagnostic lap. It was reported by the rep that the surgeon performed a diagnostic lap to determine the cause of pelvic pain. (Dysmenorrhea) the surgeon did an endometrial excision of the cul-de-sac and an ovarian biopsy. He used the hdh05 for the endometrial excision. (4) days later the patient was re-admitted and it was discovered that the patient had a perforation in the proximal rectum or distal sigmoid colon. A sigmoidostomy/ hartmans procedure was performed to repair the perforation. There was an extended hospital stay of (6) days.